Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an oesophageal stent placement procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment for a oesophageal stricture. The size of the stricture was approximately 10 cm in size. The patient did not have a tortuous anatomy and the lesion was not dilated prior to stent placement. During the procedure, the stent was almost fully deployed; however, the deployment suture seemed to get stuck on the catheter tip and would not release any further. The partially deployed stent was removed. Upon inspection, it appeared that the deployment suture seemed stuck on the catheter tip and after the operator freed it, the stent could be fully deployed outside the patient. The procedure could not be completed, due to the same type of device being unavailable. There were no complications reported as a result of the event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. : the complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed.